Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image and session records indicated device operated at high in pacing output settings as well as autocapture and rate responsive feature were enabled during implant period. Further analysis performed did not find any anomaly with battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacterer report number: 2017865-2022-50916. It was reported that a patient presented to clinic for follow up. Device interrogation revealed premature battery depletion of the pacemaker (pm) and oversensing noise on the right ventricular (rv) lead resulting in asystole. On (B)(6) 2022, the physician elected to explant and replaced and cap and replace the rv lead. The patient condition was stable after the procedure.